Manufacturer narrative:
Upon receipt of the returned product specimen, it was visually examined. One endotracheal tube was returned for evaluation. Visual examination revealed no discrepancies. Functional testing was performed using a syringe to inflate the device and it was submerged under water. Leakage was observed from a small tear in the cuff. These devices are 100 percent in-house visually and leak tested prior to release for distribution. While no definitive root cause could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Manufacturer narrative:
(B)(6) 2017. Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site.

Event description:
It was reported that a portex® siliconised pvc soft seal® cuff tracheal tube cuff had an air leak after it was intubated into a patient. It was unknown if the device was checked prior to use and how long the device was in use. No patient injury was reported. The event was considered resolved.